Event description:
It was reported that the patient complained of shortness of breath and slurred speech. It was determined that the device experienced a power on reset (por). The por was cleared and the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37601 dbs ipg, implanted: (B)(6) 2011; 3389s x2 dbs leads, implanted: (B)(6) 2011; 37085 x2 dbc extensions, implanted: (B)(6) 2011. (B)(4).